Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed except for cosmetic scratches on lid and bezel. Rf generator failed for return electrode fault and audible alarm. Cause of identified failure was a defective electronic component on the rf board. Unit passed functional testing after installing a known good rf board in the unit. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Event description:
It was reported that the vulcan generator needs to be hold with the grounding pad in order to use the item. No patient injury was reported.